Event description:
It was reported that the patient underwent a revision approximately two and a half (2.5) months post-implantation due to dislocation caused by overactivity. According to the surgeon, the patient was mowing his lawn and had a hard jerking motion that caused the dislocation. The glenosphere was upsized and a new retentive liner was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Device product code: phx. Concomitant medical products: item# 00435003600; lot# 64987742, item# 405889; lot# 810610, item# 405880; lot# 531830, item# 110027734; lot# 937180, item# 110031378; lot# 937190, item# 180555; lot# 030310, item# 180555; lot# 819850, item# 180554; lot# 161130, item# 180554; lot# 095380, item# 115399; lot# 937950. Full establishment name: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Patient underwent revision surgery approximately two and a half (2.5) weeks post-surgery due to dislocation caused by overactivity. According to doctor, patient was mowing his lawn and had a hard jerking motion that caused the dislocation after the first revision. Post operatively the shoulder should be protected, in a sling until cleared by the surgeon. Using the arm to mow the lawn within 2 weeks postoperatively is considered noncompliance with surgeons instructions. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.